Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens ex-planted approximately two months post implant due to dislocation. It is to be noted that the ex-planted lens (22.5d) was replaced with a (17.0d) lens of the same model. Additional information has been requested but has not been received.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens is in two pieces. The optic has been cut or torn in half. Three haptics are bent. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.